Manufacturer narrative:
(B)(4). Concomitant medical products: item number: unknown, item name: unknown trilogy cup, lot #: unknown, item number: unknown, item name: unknown head, lot #: unknown, item number: unknown, item name: unknown liner, lot #: unknown. Reported event was unable to be confirmed due to limited information received from the customer. X-rays note osteolysis of the femoral component device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06697.

Event description:
It was reported that patient underwent a right hip revision at an unknown amount of time post implantation due to poly wear. X-rays also note osteolysis of the femoral component. Attempts to obtain additional information have been made; however, no more is available.